Event description:
Pt was revised to address pain. The cup was reported to be loose. Update: (B)(6) 2011, the revision operative report indicates that a large amount of blackish greenish thickish slightly runny material impregnated the periprosthetic joint capsule and adjacent soft tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.